Event description:
It was reported that backup operation (bvvi) was observed on the implantable cardioverter defibrillator (ICD). The cause of the bvvi was unknown. The ICD was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
The reported event of backup operation was confirmed. Interrogation of the device revealed the device was in backup mode. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined. Electrical testing revealed high current drain from the hybrid. The root cause of the high current could not be determined.